Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. System operates as intended.

Event description:
Customer reported the left monitor is darker than the right. No patient injury was reported.